Manufacturer narrative:
Per the third party technician, it was confirmed when standing on the lift legs facing the lift arm and deflecting the lift arm to the right, the rear left caster lifted off the floor by about 3 inches. This confirmed there was unacceptable movement in the base assembly. Uno 102 mobile lift has electric raising and lowering of the lift arm. Uno mobile lift is intended mainly for use in post acute care facilities like nursing homes and other care homes in the most common lifting situations, for instance, transfers between bed and wheelchair, to and from toilet and for lifting to and from the floor. Uno mobile lift has three alternative height settings, in order always to provide the optimum lifting height. The third party technician concluded that the legs and the crossmember mast weldment would need replacing to resolve the issue. Although there was no injury reported, if the lift were to tilt/ tip over during patient use, it could cause or contribute to a death or serious injury if this were to recur.

Event description:
A customer contacted technical service to report that the uno 102 ee lift had an issue, customer alleges that the lift is tipping to the right. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.